Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by benchmark clinical study, approximately 2 days post transfemoral tavr procedure with a 26mm sapien 3 valve, a right femoral pseudoaneurysm was observed. A covered stent was placed on post operative day 7, and the event was resolved. Per report, it was confirmed that the edwards devices were introduced through the right femoral artery.

Manufacturer narrative:
Correction to h6 based on additional information. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. A pseudoaneurysm is a leakage of arterial blood from an artery into the surrounding tissue with a persistent communication between the originating artery and the resultant adjacent cavity. This may occur after arterial puncture for a diagnostic cardiac catheterization or an arteriogram, but is more common after an arterial intervention. Catheter-directed interventions more commonly require larger arterial sheaths to be used, and the anticoagulation or antiplatelet agents that are administered can interfere with normal sealing of the puncture site. Some pseudoaneurysms resolve themselves, though others require treatment to prevent hemorrhage, an uncontrolled leak or other complications. Surgery is sometimes required. Access site injuries, are a well recognized complication of the tavr procedure in this elderly population with multiple co morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned access site is free of calcification, and provides guidance for sheath insertion and removal. Considerations for approach, access and stabilization of the site are also provided in the training. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause and source of the pseudoaneurysm cannot be determined, it is possible the mechanisms of the tavr procedure described above or patient factors that are unknown may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.